Event description:
It was reported that oversensing of lead noise was observed on stored egms when the patient presented for a routine device changeout. The noise was not reproducible with isometrics or pocket manipulation. The patient was asymptomatic. At a later date, at another facility, the pocket was opened to address the noise issue and the rv coil and pace/sense portion of the lead was found to be cut near the yolk. The lead was capped and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
.